Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h4, h6. Corrected field: d10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the ¿no image¿ event occurs due to the faulty pins on the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had image issues (no error message) the video quality had been going in and out, sometimes the screen will go black and get lines during the case. The issue occurred during a diagnostic esophagogastroduodenoscopy (egd) and completed using the same device. There were no reports of patient harm.